Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. BG level was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.